Event description:
It was reported that this patient was admitted to the hospital as the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to supraventricular tachycardia (svt) with rapid ventricular response. Oral antiarrhythmic medication was prescribed. This crt-d remains in service. No additional adverse patient effects were reported